Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2026-01108. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that was an incident of poor drainage. That was discovered that urine was not passing through the device, so its use was discontinued. It was also mentioned that the outer packaging had been discarded, and the lot could not be identified, but based on the shipping history, it is listed as lots.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that was an incident of poor drainage. That was discovered that urine was not passing through the device, so its use was discontinued. It was also mentioned that the outer packaging had been discarded, and the lot could not be identified, but based on the shipping history, it is listed as 2 lots. (Lot mykt4582) and (lot unk).